Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 123 mg/dl. Reportedly, a second cgm bg reading was 136 mg/dl, and the meter bg reading was 227 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. The customer reported a low bg level of 51 mg/dl and consumed carbohydrates in order to address the low. No additional patient or event information was available. A root cause could not be determined. The customer entered calibration values and continued to use the sensor.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.